Manufacturer narrative:
Device is not implantable. Investigation is pending.

Event description:
It was reported that during an anterior cervical procedure in 2007, the removal driver tip broke inside the screw head. The fragment portion of the driver tip was retrieved during removal of the screw. The screw and tip fragment were discarded by the hospital staff. No injury to the patient was reported.